Event description:
Reportedly, pt expired approximately after an implant duration of 0.27 months, due to unk reasons. Unk if pt death is device related. Unk if device was explanted. Info received from implant pt registry. No further info was received.

Manufacturer narrative:
Device not returned.